Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which could be reproduced through push pull maneuvers but not with pressure against the device. Technical services (ts) discussed options. Then, this patient underwent a rv lead explant procedure as oversensing was observed. It was noted this patient experienced an infection and ultimately this rv lead and device system was explanted. This rv lead is not expected to be returned. No additional adverse patient effects were reported.